Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged prostate cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Based on the clinical assessment performed, the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harms or death. Based on the available information at the time of the review, the reported allegation of prostate cancer is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.